Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient was in so much pain last night by midnight he ended up going to the emergency room. They drained his bladder and placed a catheter in place. The doctor said they will leave his medtronic device in place until monday and then make a decision if they want to try this again. The device did not appear to be doing it's job.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.